Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 1 month. A review of the submitted system controller log files confirmed a pump stoppage event; however, a specific cause could not be conclusively determined through this evaluation. The first submitted log file contained data from (B)(6) 2017. Pump power and estimated pump flow typically ranged from 5 to 6.9 watts and 4.6 to 6.8 lpm, respectively. An isolated pump stoppage event occurred on (B)(6) 2017 and had corresponding low speed alarms. This event occurred while the system controller was connected to the power module. No other atypical alarms were captured for the duration of the log file. The second submitted log file contained approximately 6 hours of data from (B)(6) 2017. No atypical alarms were captured in this log file and the pump operated above the low speed limit. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to a low speed alarm that occurred during power module support. The patient was asymptomatic. The system controller was exchanged and no further alarms occurred. The patient was discharged home in stable condition. No further information was provided. During the manufacturer's investigation of the submitted system controller log files, a pump stoppage event was observed.